Event description:
Left total hip inserted (B)(6) 2010. Patient felt pop in hip (B)(6) 2010. Liner spun out of position, locking mechanism failed. Revised on (B)(6) 2010, pieces of poly at locking mechanism chipped off when viewed upon removal.